Manufacturer narrative:
This report is submitted on august 6, 2021

Manufacturer narrative:
This report is submitted on july 13, 2021.

Event description:
Per the clinic, the device was explanted (specific date is not reported). Additional information has been requested but has not been made available as of the date of this report.